Event description:
Per the physician, the increased seizures is not believed to be due to the vns, but rather is due to the progression of the patient's condition. The physician also does not suspect that the battery is depleting prematurely. The physician would like to refer the patient for a prophylactic full replacement to get a device with autostimulation. No known surgical intervention has been received to date. No additional relevant information has been received to date.

Event description:
Information was received from the physician noting that the patient will need a prophylactic generator replacement soon, and battery status from (B)(6) 2019 was provided. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent prophylactic generator replacement. The explanted generator was likely discarded during surgery. No additional relevant information has been received to date.

Event description:
It was reported by the patient's mother that the patient's current vns battery does not seem to be working as well. Approximately 1.25 years after implant the generator battery was showing 50% depletion. The patient's mother indicated that the battery seems to have depleted faster than anticipated as previously the patient could go 5 years between replacements. It was also clarified that the mother did not think the generator was working well because the patient has had an increase in seizures as well as a new seizure type that causes the patient to fall. Attempts for additional information have been made; no additional relevant information has been received to date.